Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump lost power and would not power back on. At the time of troubleshooting, the patient informed customer support that he inserted a new battery into the pump, but it would still not power on. The patient denied any visible damage to the pump's casing or battery cap. The patient confirmed the pump was not exposed to water nor was corrosion present. The patient confirmed the battery cap was able to tighten securely to the pump. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.